Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilator malfunction. Alarms such as for example: peep low, check tubing, respiratory rate high, expiratory minute volume low, paw high, vt insp. Overrange, inspiratory flow overrange indicate an excessive leakage in the patient circuit or an increased expiratory resistance in the patient¿s breathing system. These alarms may indicate insufficient ventilation to the patient or no ventilation. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. There are two main reasons for this alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). O2 concentration low alarm may in some cases indicating that the ventilation has been insufficient due to gas delivery error, which represents a reportable event. The technical log did not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Our conclusion is that there is no indication of a ventilator malfunction. Appropriate alarms for disconnect/leakage situation in the patient circuit were generated but how it occurred has not been determined. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator did not deliver volumes correctly and did not start cycling. There was no patient harm. Manufacturer's ref. #: (B)(4).